Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product received on: 16may2019. Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation one opened dtn assembly and an one unopened biopsy needle were returned. Physical examination confirmed that the coaxial needle subassembly was difficult to separate. Retightening the coaxial subassembly recreates the failure mode. Relevant dimensions such as the stylet outer diameter and cannula inner diameter were measured within specification. Based on this information, the returned device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. Action has been taken to address a potential gap in production or processing controls. A review of the device history record for lot 9321404 showed no nonconformances. Related coaxial needle subassembly lot also showed no nonconformances. A software search revealed no other complaints from lot 9321404 at the time of investigation. Since there are no related nonconformances or complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, inspection of returned product, and the results of the investigation, the main cause of failure is likely to be manufacturing-related, traced to a quality control deficiency. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k): k973565. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was selected for an unknown procedure. Prior to procedure the user found the needle was unable to withdraw from the cannula. The procedure was completed with another similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.